Event description:
The buddybutton that was given to me to replace the fault smartdrive control is also faulty. It locks the device randomly and prevents me from using my wheelchair without injuring myself because it takes so much force to push. It also randomly turns on just like the old dial, sending me into walls or crashing into people. I cannot self propel my chair for very long without a power assist, so it has sent me into a pretty big flare up and I have been bed bound due to this. Pt: 4582. Device: 3026. Ref: mw5187605.